Event description:
It was reported that this patient has a new ascenda catheter and pump implanted on (B)(6) 2013. The health care attempted to increase the dose and an "attention dialogue box" with a pump memory error (pme) occurred as the catheter information was invalid. This device system delivered gablofen. It was later reported that the patient did not experience any symptoms or side effects. The physician was unable to program the pump due to an old software card in the programmer. A new card was delivered and the physician was able to program the pump normally. The patient was reported as "fine."

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter: product ID 8840, serial# unknown. Product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4)